Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt log file showed multiple pump stoppages and low speed operations. The pt had history of pump stoppage while at another vad center. Pt uses ungrounded power module pt cable at home and has not had any pump stoppages until they went for a checkup at the hospital and were placed on a grounded cable. X-rays given were not clear and non-conclusive. The pt was placed back on batteries.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.